Event description:
It was reported prior to an unk procedure, the tip of shaft was curved before the operation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.